Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. On (B)(6) 2025, at approximately 7:00 pm, the patient experienced symptoms of shortness of breath and chest pain while the cgm displayed a reading of 70 mg/dl. Within a few minutes, the patient lost consciousness. After an unknown period of time, the patient was found by his granddaughter, who contacted emergency medical services (ems). No bg meter comparison was performed prior to ems arrival, and no treatment was administered before that time. Upon arrival, paramedics recorded a bg meter value of 40 mg/dl. Cgm readings at that time and details of ems-administered treatment were not available. Upon presentation to the emergency room, the patient's bg levels remained in the 40 mg/dl range. The patient regained consciousness in the emergency department and was treated with an intravenous medication that the patient could not recall. The cgm receiver was not available to review cgm data, and admission diagnoses were not recalled. The patient remained hospitalized for three days and was discharged on (B)(6) 2025. Following discharge, the patient recovered and reported doing well at the time of follow-up. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.